Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the transcatheter aortic valve replacement (tavr) procedure, following the implant of the valve, the patient¿s blood pressure was noted to be low. Subsequently, an echocardiogram was performed, revealing a mild pericardial effusion. Additionally, cardiac tamponade was observed. Pericardiocentesis was performed, and a drain catheter was left in place. The patient remained stable throughout the procedure and it was completed successfully. It was noted a 15-minute procedural delay occurred as a result of the event. Per the physician, the right ventricle (rv) pacing catheter perforated the rv, causing the effusion.

Manufacturer narrative:
Continuation of d10: product ID: {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date: {{na}}; explant date: {{na}}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the transcatheter aortic valve replacement (tavr) procedure, following the implant of the valve, the patient¿s blood pressure was noted to be low. Subsequently, an echocardiogram was performed, revealing a mild pericardial effusion. Additionally, cardiac tamponade was observed. Pericardiocentesis was performed, and a drain catheter was left in place. The patient remained stable throughout the procedure and it was completed successfully. It was noted a 15-minute procedural delay occurred as a result of the event. Per the physician, the right ventricle (rv) pacing catheter perforated the rv, which caused the effusion. Additional information was received that per the physician; the delivery catheter system (dcs) did not contribute to the perforation.